Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. Visual evaluation of the returned product confirmed that the tip was fractured and that the tip of the reamer was also returned. Inspection also showed signs of wear, which is indicative of repeated use. The returned reamer was sent for fracture analysis and noted that the fracture is consistent with a bending overload fracture. Material analysis determined that the material composition is consistent with the print. The device history records were reviewed and no discrepancies relevant to the reported event were identified. The root cause of the reported issue is attributed to user error, as the product failed due to a bending overload fracture after approximately 4 years in the field. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The reported device is used for treatment.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee surgery when the surgeon was reaming the patients bone with the reamer, he found that the tip part was fractured. The broken tip was removed from the surgical field and the patient did not retain any foreign body. Attempts have been made and additional information on the reported event is unavailable at this time.